Event description:
Procedure: repair a minor rectocele, cystocele and possible vagina tightening. Reportedly, the pt was carelessly examined, evaluated, diagnosed, cared for and treated. The medical doctors failed to follow the applicable standard of medical care in the community and performed unnecessary surgery, thereby causing permanent and disableing injuries to pt. During the procedure the surgeons used foreign bodies, medical devices, polypropylene mesh and incisions.